Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The tpuc3 reagent lot number was 66066101 with an expiration date of 30-nov-2023. The field service engineer (fse) found a vacuum line on the rinse mechanism was bent causing it to be blocked. The vacuum lines were replaced as a precautionary measure; they were not damaged. The fse replaced the gear pump head, a valve bank, vacuum valves, the sample probe, and reagent probes. A precision check was performed with acceptable results. Precision testing was performed with tpuc3 and the results were acceptable. The customer ran calibration and qc with acceptable results. Based on the information provided, the specific cause of the event could not be determined. The service maintenance actions resolved the issue.

Event description:
The initial reporter questioned low results for 5 patient urine samples tested for tpuc3 on a cobas 6000 c (501) module. Of the data provided, the results for 1 patient sample were discrepant. The initial result from the c501 module was 15 mg/dl. The sample was repeated at the customer¿s sister laboratory on an unspecified analyzer with a result of 24 mg/dl. The repeat result was believed to be correct.

Manufacturer narrative:
The c501 module serial number was (B)(6)